Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the drill stopped working during the case and was getting hot when it came back on. They switched consoles and everything worked fine. There was no patient impact.